Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that customer was experiencing sensor issues and has been getting an alert for sensor glucose not available. Blood glucose level at the time of the incident was 400 mg/dl. Customer completed troubleshooting but declined to review sensor best practices (site selection, taping, calibration protocol). The sensor was not returned for analysis.